Manufacturer narrative:
Primary operative notes indicate that the knee had good balance and full flexion and extension with trial components. Operative notes from the left knee manipulation under anesthesia approximately 6 weeks after primary surgery state the patient had full extension and passive flexion to 90 degrees. After manipulation the range of motion was 0 to approximately 120 degrees with pressure. Per the nexgen cr-flex and lps-flex gender solutions package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.